Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege that the patient suffers from pain, discomfort, inflammation, effusion, bone damage, and metallosis. Update 4/1/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe inflammation, increase ions, pain, suffering, loss of income, infection right hip, multiple dislocations of the right hip and pseudotumor of left hip. The right hip components were explanted on (B)(6) 2013 with competitor temporary components placed. Right hip was re-implanted on (B)(6) 2013 with competitor components and dislocations occurred after the competitor products were implants and no depuy products were involved. Medical records reported the dislocations of competitor products and revision of those competitor products. Lab results were greater than 7 parts per billion for metal ions. Revision surgical report dated (B)(6) 2015 noted increased metal ions, pseudotumor, corrosion, and osteolysis. Stem is being added to complaint for elevated metal ions.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the liner and head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no other reported incident(s) against the femoral stem product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Ppf alleges metal wear.